Event description:
It was reported that while in use on a patient, the ventilator stopped cycling due to a depleted external battery that did not switch over to the internal battery. The patient was manually bagged until the unit was able to be plugged into ac power. It reset and and was able to then run on the internal battery. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).the field service engineer (fse) verified the malfunction and replaced the power management printed circuit board (pcb). The unit then passed all performed testing and operates within manufacturing specifications.